Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed. Patient extensions were not in use. The patient did not disconnect prior to the alarm and then reconnect. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies. The baxter technical service representative (tsr) advised the hp to start over with new supplies and contact the pd nurse (pdn) to let pdn know about the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.